Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were less responsive, requiring multiple button presses. The insulin pump was slower to rewind, it made a grinding noise during rewind, and random unexplained no delivery alerts were more often without explanation. Customer's blood glucose level was not reported. The device was not returned.